Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred while exposed to 91 degree fahrenheit temperature. The alarm was successfully cleared and did not reoccur. Additionally, the customer received an auto-off alarm. Reportedly, the customer had interacted with the pump within the 12 hour time frame the auto-off alarm was set to (the auto-off alarm occurs if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours). The customer's blood glucose was 204mg/dl. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review.